Event description:
The article, "percutaneous closure strategy in patients with patent foramen ovale and coexisting small atrial septal defect: a single-center experience", was reviewed. The article presented a case study of a 49-year-old female patient with a history of cryptogenic shock. The patient also had an atrial septal defect (asd). On an unknown date a 35mm amplatzer pfo occluder was chosen for implant for a patent foramen ovalve (pfo) and pda closure. The device was implanted. Post-procedure a residual shunt was noted. \[the primary and corresponding author was mai kimura, department of cardiology, keio university school of medicine, 35 shinanomachi, shinjuku-ku, tokyo 160-8582, japan, with corresponding e-mail: keyten@keio.jp.]".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous closure strategy in patients with patent foramen ovale and coexisting small atrial septal defect: a single-center experience b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.